Event description:
Additional information was received stating that the vns patient was last seen by her neurologist on (B)(6) 2013. No issues were noted during the office visit. The neurologist's office was unaware of the patient's death and was unable to provide any further information.

Event description:
It was reported that the patient passed away. The physician's office did not have any details surrounding the patient's death. The online obituary identified the date of death. The relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The funeral home reported that no autopsy was performed, and that the vns devices were not removed prior to burial. The death certificate signed by the county medical examiner reportedly indicates the cause of death was sudden unexpected death in epilepsy (sudep). Contributing factors are unspecified seizure disorder, sleep apnea, chronic pain syndrome, and bipolar. The manner of death was determined to be natural.